Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant, (tsv4b10) and mount were returned for investigation. Visual/physical evaluation of the as returned products identified fracture around the mount hex. There was no allegation against the implant; this investigation addresses only the mount and reported/related event. Functional testing was irrelevant for the reported event. DHR review was completed for the subject lot number 1255605. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255605 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture mount¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error ¿ improper techniques used during placement. Therefore, based on the available information, device malfunction has occurred, and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that during surgery mount was fractured in the body. In addition, implant did not achieve primary stability and was removed. Procedure was completed placing another implant 4.7 mm in diameter. Tooth location 16.